Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806-2019-00255-1 , 0001038806-2019-00253-1, 0001038806-2019-00256-1 and 0001038806-2019-00252-2 have also been submitted. The following sections are being reported: g4: 22 jul 2019, g7: follow up , h1: malfunction, h2: additional information, h3: yes, evaluation summary attached, h6: method, results, conclusion and h10: manufacturer narrative. The reported device was received for evaluation. Visual inspection identified that there was no evidence of fracture. The reported condition of an abutment screw that fractured was not confirmed. A device history record review could not be performed as the reported device lot number is unknown. A complaint history review was conducted for the reported device item number dating back 12 months for similar events and no existing nonconformance/CAPA/hhe/d/ie/product holds against the subject item related to the reported event was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new event information to report at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Event date unknown. Reporter's email address unknown. Additional 510(k) number k072642.

Event description:
It was reported that the abutment screw (ilrghg) fractured.